Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-58 lead; implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant the right atrial (ra) lead became dislodged. Tissue was noted on the lead helix and it was explanted and replaced. It was further noted that when the implantable pulse generator (ipg) was hooked up to the new ra lead and the right ventricular (rv) lead, failure to capture and loss of pacing and sensing was noted. Oversensing and loss of capture was noted on both leads and disconnecting the leads and reseating them in the header did not fix the issues. The leads were tested through the analyzer and both leads worked fine proving that it was an ipg issue. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.